Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had problems with intermittent sound for a long time. The user was re-implanted.

Event description:
The user had problems with intermittent sound for a long time. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.